Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was/is deflation.

Event description:
Patient reported a right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified a cracked opening and crease fold. Leak test was performed and identified a cracked opening on the diaphragm valve. A microscopic analysis was performed which identified a cracked opening. Based on the device analysis the final assessment was a cracked opening on diaphragm valve due to cracked valve seat diaphragm valve. Additional, changed, and/or corrected data: d.10., g.1., h.3., h.6.

Event description:
Patient reported a right side deflation. Device has been explanted.